Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 28-jul-2025. Device history record (DHR) review: the lot 6005515 was manufactured according to the work instruction (wi) version 78 on 18-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 28-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advance no malfunction based on complaint information, malfunction code no malfunction describe and lot 6005515 and 11 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to ketoacidosis event. Blood glucose level was 860 mg/dl at the time of the event and patient got treated with insulin via syringe. The duration of hospitalization was greater than 24 hours. No further information available.